Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An 3i t3® non-platform switched tapered implant 5 x 13mm was received for investigation alongside its cover screw. Visual inspection of the returned product identified minor signs of wear due to usage but no signs of significant damage or deformation. The product's dimensions were measured and found to be within the specifications in the product's engineering drawing. Pictures or x-ray images were not provided to evaluate for periimplantitis. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant exfoliated. Bone loss, dehiscence, edema, inflammation, and pain were also noted. The reported event is non-verifiable as x-rays or images were not provided to evaluate. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the implant site was infected and the implant exfoliated four months after implanted. It was also reported that the patient suffered bone loss, dehiscence, edema, inflammation and pain as a result of the event.